Event description:
Patient was taken to CT. CT tech states IV pump was paused. Tubing was clamped. Contrast was pushed below the pump. CT started. During the procedure, the pump was noted to be leaking fluid. CT tech turned pump off, brought patient back to the dept and called issue to rn's attention. Rn opened the pump and noted tubing had come apart. Tubing removed and replaced.